Event description:
It was reported that (1) hp053 was used during a femoral derotation with plates procedure. It was reported by the rep that this is rep's demo handpiece which rep took into a case for trial. It was only the second use since being opened from the original package. Upon being properly flashed, sterilized and assembled, the handpiece gave a solid tone which could not be eliminated. An old handpiece was then used which worked properly to complete the case.